Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with the pump showing a static fill estimate of 65 despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the cartridge load process, explaining that fill estimate issue could occur due to a large variance in measured pressures affecting the insulin remaining calculation. The caller understood and acknowledged the explanation.